Event description:
The facility returned a broken device for svc. During svc testing, baxter svc tech reported that the event history showed that failure code 703 had occurred. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter svc event.